Event description:
It was reported that the ilet bionic pancreas system using a freestyle libre 3+ sensor experienced a pairing failure and intermittent communication, after which the user rescanned the sensor in the ilet mobile app and glucose readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure associated with an electrical and magnetic component, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.